Manufacturer narrative:
The puritan bennett customer service engineer (cse) was not authorized to repair the ventilator. The hospital biomed was unable to duplicate the alleged complaint. As per hospital biomed, the ventilator tested according to their specs.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on the patient. The patient was not harmed or injured as a result of the event.